Event description:
The customer reports the audio on the clinical information center is not working. The customer can see the alarms on the screen and are picked up by the ascom pager system, but no sound is heard. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.